Event description:
It was reported that the device was explanted and replaced with an ams inflatable penile prosthesis due to patient dissatisfaction and inadequate rigidity.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.